Event description:
Patient reported left side "breast pain and a rupture of the device with possible leakage". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "breast pain and a rupture of the device with possible leakage". The device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Observed rupture on the device. Observed white encapsulation on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Patient reported left side "breast pain and a rupture of the device with possible leakage". The device remains implanted.

Event description:
Device has been explanted.